Event description:
Manufacturing consultant reviewed programming history from a site and it was noted the patient had high impedance on their systems diagnostic test. The patient had surgery to replace their vns generator and after their surgery review of programming history showed the patient still had high lead impedance. Good faith attempts are being made for additional details surrounding the events and thus far no further information has been received.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.